Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 183 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the hcp reported that the patient was due for a refill and his pump had gone empty. The patient¿s therapy had not been intentionally discontinued. The patient¿s caretakers failed to bring him in for his pump refill. The event date was noted to be (B)(6) 2019. The hcp stated that he filled the pump up with the same drug and would give the patient a 150 mcg single bolus since the patient had gone into withdrawal. No further complications were reported/anticipated.